Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper fill load or air removal steps. Tandem customer technical support educated the customer to follow the proper steps for loading the cartridge and air removal. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was above 500 mg/dl. Elevated bg was addressed by a manual insulin injection.